Event description:
Started having severe allergic reaction to the silicone shelled saline breast implants. Approx 6 months or less started having thyroid dysfunction. Went into hashimotos thyroiditis. Multiple trips to baptist hospital for flu like symptoms and dehydration. Had diarrhea and elevated esophagitis in my white blood count. Was treated and checked for parasites numerous times and always told ibs and allergies. Elevated ana, checked for ms, lyme disease. In 2002 had breast implants switched out from mcghan textured saline implants to mentor smooth saline implants. Symptoms spiked again within weeks of surgery. Acne, hair loss, depression, thyroid removal surgery due to multinodular goiter / hashimotos. Health continued to decline with fibromyalgia, severe fatigue, vit d deficiency, back pain, hormone imbalance, infertility, perimenopause in my mid to late 30s. Pain in left breast for over 15 yrs. Multiple mammograms and ultrasounds. Dysphagia and severe eosinophils esophagus.